Event description:
A pt reported blood glucose results of 265 mg/dl with a lifescan meter and 192 mg/dl on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms accuracy. The tests strips were in good condition, the codes matched, and the testing technique was done correctly. The pt did not have any control solution available. No medical attention was reported. The meter has been replaced for the pt. No further information has been reported.